Event description:
It was indicated last week prior to call; the patient could not perform telemetry using her patient programmer. The patient had not felt stimulation since a couple of weeks ago. On the day of the call, the caller interrogated the patient with the 8840 and the patient programmer but saw poor telemetry warnings on both. No new information was reported with the follow up. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v347313, implanted: (B)(6) 2009, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).